Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. No trace pointers are invalid and no post-reset ram crc alarm during testing. The insulin hal software error detected alarm found in the pump history due to hardware issue.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed for pump error and they were able to clear the alarm and complete the rewind. The insulin pump will be returned for analysis.